Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the stored data noted noise, oversensing and pacing inhibition which was less than two seconds. The noise could be reproduced with in unipolar sensing configuration but not in bipolar sensing configuration. A boston scientific technical services consultant discussed the option of unipolar pacing and bipolar sensing. No adverse patient effects were reported.